Event description:
Technical services received a call on 07/26/2012 from sales rep. The lead was implanted on (B)(6) 2006 remains implanted. Yesterday (B)(6) clinic health system with dr (B)(6) called the rep to come and check device b/c of atrial over sensing from the v paces that were causing a lot of atr mode switches. Pt had reported not feeling quite right. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).